Manufacturer narrative:
(B)(4). Add'l info will be provided upon conclusion of the investigation. (B)(4).

Event description:
It was reported by the customer that resident was receiving bathing care on alenti chair. After bath resident was removed from the tub and was being dressed on chair. Alenti chair safety belt was not applied to chair at time of incident, belt was applied around the main center shift/blue section of the alenti chair and not secured to the resident at the time care was received. The caregiver was dressing resident on chair and she had removed the grey arm from in front of resident and she did not have the safety belt applied to resident while the resident was seated on the chair. The caregiver then turned away from the resident to bring an alternate lift in place, resident turned and leaned forward and fell of the chair fracturing right patella and left femur.